Event description:
It was reported that during intra-aortic balloon (iab) therapy on a coronary artery bypass graft (CABG) patient, a normal arterial pressure could not be triggered. Additionally, a calibration error occurred while auto-filling. The customer changed to electrocardiogram (ECG) trigger and there was no issue. The iab was later removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned cut in two parts with the sheath partially over the tip of the membrane. The extender tubing was also returned. The sensor cable was found to be stretched around the stopcock on the y-fitting. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was unable to be performed due to the returned condition of the iab. The technician was able to use an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the sensor cable near the stretched section of the cable. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a coronary artery bypass graft (CABG) patient, a normal arterial pressure could not be triggered. Additionally, a calibration error occurred while auto-filling. The customer changed to electrocardiogram (ECG) trigger and there was no issue. The iab was later removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name:(B)(6) medical and dental university medical hospital event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a coronary artery bypass graft (CABG) patient, a normal arterial pressure could not be triggered. Additionally, a calibration error occurred while auto-filling. The customer changed to electrocardiogram (ECG) trigger and there was no issue. The iab was later removed. There was no patient harm or adverse event reported.